Event description:
Distal embolization occurred during the carotid stenting procedure. The physician administered anti-thrombotic drug, but this treatment caused cranial hemorrhaging. The pt was diagnosed with a stroke. The pt was a male. The target lesion was left carotid artery. The vessel was not calcified but was mildly tortuous. The rate of stenosis was approximately 80%. Heparin was injected and the act was maintained over 300. The angioguard was in place when the reported event occurred. The lesion was pre-dilated with a 3.5x30mm submarine (st. Jude) balloon for 10 seconds at 7 atmospheres. A precise stent was successfully placed at the lesion and the stent was post-dilated with an amiia 5x30m balloon. After post-dilation, the blood flow was slowed near the angioguard filter, so the debris was suctioned. At the same time, the pt's right upper limb went rigid and hemi-convulsion was observed at the end of the procedure. Embolization of middle cerebral artery was confirmed by intracranial fluoroscopy. After the embolization of middle cerebral artery was confirmed, super-selective anti-coagulation treatment was carried out. 600,000 units of urokinase was injected via microcatheter (sl10, boston scientific japan) and 3 of 4 the embolized vessels resolved. Some extravasations were observed, so protamine sulfate was injected. Extravasations were stopped in 1-2 minutes, and cerebral hemorrhage was not observed. It is unk when the stroke occurred. The pt is lucid and has no paralysis. Normal high brain function has returned. A slight aphasia remains.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products that were used in the same procedure and is related to mfg# 1016427-2008-00040 and 9616099-2008-00587.